Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported that a patient presented with soreness one day post lasik. The patient was noted to have to diffuse lamellar keratitis in both eyes. The previously prescribed topical steroid was increased. Additional information requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received states that the patient's symptoms have resolved.